Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/17/24. On (B)(6) 2024 the user experienced high bg levels and was admitted to the emergency room. Suspecting a faulty infusion set, the user replaced all supplies and resumed insulin delivery but encountered an insulin occlusion alarm with no visible issues in the removed supplies. Despite these actions, their bg remained elevated, and the user was driven to the hospital by friends. In the ER, the user received an IV drip and insulin injections, resulting in lowered glucose levels. The next day, the user reported that blood glucose levels rose again despite meal announcements and resumed delivery. The agent assisted the user with placing a new infusion site and verified insulin flow. The user's highest blood glucose level was over 400 mg/dl, with elevated levels for approximately eight hours. Immediate symptoms included nausea and vomiting, but no ketone testing was done.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date that began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set, or some other failure along the fluid pathway, resulting in insufficient insulin delivery. Having the device volume set to "off" likely contributed to the severity of the event.